Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with left ventricular (lv) lead experienced muscle stimulation. Additional information indicated that the muscle stimulation was attributed to the lead. This lv lead was repositioned. No additional adverse patient effects were reported.